Event description:
It is reported that when the femoral augment block was opened, the screw was missing. Another block was opened, the screw removed from it and used to complete surgery.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.